Event description:
Patient developed infection 5 years after implantation of the dental implant fx3408mlc in tooth location #9. Implant was removed on (B)(6) 2015 due to infection and bone condition. The patient is recovered without complications, but treatment is ongoing for another implantation.